Event description:
It was reported that this right ventricular (rv) lead was exhibiting intrinsic low amplitude. No additional information is available at the moment. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).